Event description:
Report received that the end user was previously using a competitor's product with a 25mm precut opening. Between (B)(6) 2012 and (B)(6) 2012 the end user trailed 4 samples of convatec's 25mm precut. On 06/09/2012 the end user had pain in the stoma. The user states the stoma was edematous on (B)(6) 2012 an dhe applied a competitor's product with a larger opening and the pressure and pain resolved. He states the tissue is white between the stoma and the skin. The remainder of the stoma is red in color. He has ordered a product with a larger size opening. Further info regarding pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of nonconformances related to this complaint investigation was conducted during the initial 12 month reporting period. As a result there was no evidence that any of the mfg processes and procedures performed at convatec-(B)(6) contributed to this event. It is noted that there are blank areas on this form, the info was not provided or is unk.